Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of electrode damaged during removal was confirmed by a picture provided by the customer. The image showed the left anterior electrode with exposed components. However, there is no understanding if the packaging was opened in accordance with the packaging illustrations as well as how the pads were removed from the styrene. The electrodes were not returned and have been confiscated by local authorities preventing a lot number verification. No retain sample device history review could be preformed. The zoll AED plus was confirmed to function as intended, providing audible and visual prompts during shock delivery. Log review showed that three shocks were delivered and all advisory prompts were issued properly. The device passed testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 38-year-old female patient, the electrode pads were damaged during removal from the packaging, the pads were applied to the patient, and the clinician sustained an electrical shock from the device while performing CPR. Complainant indicated that the patient subsequently expired. Complainant indicate that there was no further damage after a short stay in the hospital.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the previous medwatch reports. Please reference section e1 (country).